Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 243 mg/dl. Customer successfully resumed insulin therapy prior to contacting support.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.